Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had increased her stimulation every day or every other day. The patient had started out at 3.6 and now she was at 4.1. The patient asked patient services if it was normal to increase that often. Patient services reviewed symptom control vs. Stimulation sensation/info about adjustments. The patient reported that her symptoms had been improving, but just last night (sudden onset) she had a little 'gush' of urine come out. Prior to the call, the patient had increased stimulation up to where she felt it in the bike seat. The patient confirmed that stim was on. The patient reported that she didn't feel stimulation at the time of the call, but she had felt stimulation initially when she increased today. Patient services reviewed that it takes time for the body to respond to therapy and that titrations should be discussed with their healthcare provider (hcp). No further complications were anticipated/reported.

Manufacturer narrative:
Patient weight was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the gushing stopped 2 days after implant. The patient noted that it doesn¿t happen anymore at night, and that it was not every time, and that it gushed during the day. When the patient was asked if they had felt stimulation since the call, the patient reported that they were feeling stimulation all the time, and that they thought they should be feeling stimulation all the time. The patient noted that the doctor said it¿s working, and that you won¿t feel stimulation all the time. The patient stated that it is doing well and think that it works good. Patient weight was updated. No further complications were anticipated/reported.